Event description:
It was reported that the customer was receiving no delivery alarms. The customer stated that they did a complete set change, attempted to bolus and received a no delivery alarm. The customer's blood glucose was 191 mg/dl. The customer stated that they just rewinded the pump and primed the pump. Advised customer to call back when alarm occurs in order to troubleshoot. The customer later stated that she was on her fourth infusion set, and the insulin pump was still alarming no delivery. The customer said all the infusion sets she had been using were from the same box. The customer's blood glucose was 382 mg/dl at the time of the call. Explained that the strain on the tubing at the tubing connector cap may have caused the no delivery alarm. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.